Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The shock impedance trend was noted to show a slow increase and other than the high out of range measurement, it was indicated to be in the 110 ohm to 115 ohm range. In addition, a very small amount of rv lead noise was observed on the presenting electrogram. The noise was not oversensed by the cardiac resynchronization therapy defibrillator (crt-d) device. Boston scientific technical services (ts) noted possible calcification on the rv lead and reviewed options with the boston scientific representative (rep). Ts also noted that if the shock impedance is greater than 145 ohms, then shock therapy may not be effective because of a monophasic shock waveform. The rep indicated they will talk with the physician about the options. The lead remains in service. No patient symptoms or adverse patient effects were reported. Additional information was received that this patient subsequently underwent defibrillation threshold (dft) testing due to the rv lead exhibiting high out of range shock impedance measurements. The current shock impedance measurement was noted to be 145 ohms. The healthcare provider indicated the rv lead will be replaced due to the elevated shock impedance and contacted ts to inquire about the remaining longevity estimate of the associated crt-d device. It was noted that the remaining longevity of the device is less than three months as observed on a programmer. The rv lead remains in-service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report was submitted with a change to the impact codes table in report section h6.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The shock impedance trend was noted to show a slow increase and other than the high out of range measurement, it was indicated to be in the 110 ohm to 115 ohm range. In addition, a very small amount of rv lead noise was observed on the presenting electrogram. The noise was not oversensed by the cardiac resynchronization therapy defibrillator (crt-d) device. Boston scientific technical services (ts) noted possible calcification on the rv lead and reviewed options with the boston scientific representative (rep). Ts also noted that if the shock impedance is greater than 145 ohms, then shock therapy may not be effective because of a monophasic shock waveform. The rep indicated they will talk with the physician about the options. The lead remains in service. No patient symptoms or adverse patient effects were reported. Additional information was received that this patient subsequently underwent defibrillation threshold (dft) testing due to the rv lead exhibiting high out of range shock impedance measurements. The current shock impedance measurement was noted to be 145 ohms. The healthcare provider indicated the rv lead will be replaced due to the elevated shock impedance and contacted ts to inquire about the remaining longevity estimate of the associated crt-d device. It was noted that the remaining longevity of the device is less than three months as observed on a programmer. The rv lead remains in-service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The shock impedance trend was noted to show a slow increase and other than the high out of range measurement, it was indicated to be in the 110 ohm to 115 ohm range. In addition, a very small amount of rv lead noise was observed on the presenting electrogram. The noise was not oversensed by the cardiac resynchronization therapy defibrillator (crt-d) device. Boston scientific technical services (ts) noted possible calcification on the rv lead and reviewed options with the boston scientific representative (rep). Ts also noted that if the shock impedance is greater than 145 ohms, then shock therapy may not be effective because of a monophasic shock waveform. The rep indicated they will talk with the physician about the options. The lead remains in service. No patient symptoms or adverse patient effects were reported.